Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right atrial (ra) lead was placed in multiple positions but exhibited undersensing with small p-waves in unipolar and close to no sensing in bipolar. The ra lead was removed and replaced. It was also reported that the right ventricular (rv) lead dislodged. The rv lead was noted with poor sensing and high thresholds. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.